Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Event description:
Healthcare professional reported, left side "deflation". Additionally reported, "leaking at valve site". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "deflation". Additionally reported "leaking at valve site". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed, a delamination of the diaphragm valve assessed as adhesive failure. Additional observations: crease fold observed in the device. White particles inside the device. Additional, changed, and/or corrected data: h3, h6.